Manufacturer narrative:
This product is available for evaluation and testing; howeverm it has not been received to date.

Event description:
This patient was presented to the interventional lab for placement of an arotic stent. Following this procedure, the physician attempted to repair the left renal artery. A 6fr., 35 cm. Brite tip sheath was inserted. When the physician introduced the stent delivery system (sds) through the sheath, resistance of "clinging" was felt. The physician was capable of getting the sds through the sheath and advanced the sds towards the lesion through the previously placed aortic stent. Again, "clingin" was felt through the stent. The physician noticed that the stent had separated from the balloon. The physician used the balloon to move the stent into the iliac artery and retrieved the stent with a lasso. It is unk how the procedure was completed. There was no adverse consequence to the patient.